Event description:
The center reported that the patient experienced intermittencies with her device. The patient also reportedly suffers from on-going otitis media, and has also complained of pain and headaches. External equipment was exchanged and programming adjustments were made. Testing performed by a company representative confirm that the device was functioning. A decision was made to explant the patient's c1 device due to the unresolved problem with intermittencies. Surgery to explant the device will be scheduled.